Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, atrial interference was noted. The interference was reproducible and lead damage was suspected. The physician opted not take any action and patient is in stable condition.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise causing false automatic mode switching (ams) was noted on the atrial lead. During the explant procedure, the lead was connected to the pacing system analyzer (psa), and all electrical values were normal. The physician elected to leave the lead in place. However, the device was electively replaced during the procedure. The patient will continue to be monitored and was stable with no adverse consequences.